Manufacturer narrative:
(B)(4). Batch # n53k55. Photographic analysis: one photo shows the device with tissue next to it, the device can be seen covered in body fluids and is sitting above what appear to be the (B)(6). The second photo shows a closer look of the tissue where staples can be seen stuck to the tissue, staple formation cannot be fully appreciated, however it appears as some of the staples are not fully formed. Based on the photos provided, the event description is confirmed. The photos do not provide enough evidence to determine a root cause for the reported event. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the surgeon states that they rotated the device to the end and felt the device was tight enough, however, they did not see the window turn green. They felt the device was tight enough so they fired and several staples were malformed with legs almost straight. It is unknown how the case was completed. There were no adverse consequences for the patient reported.